Manufacturer narrative:
Lot number not provided. (B)(6). (B)(4).

Event description:
During an unknown procedure it was reported that t2 didn' t want to deploy and stuck in the needle tip. T2 had to be removed which caused a delay in the or. No patient injury was reported and the site indicated the device will not be returning for evaluation.